Event description:
It was reported that a nurse contacted boston scientific technical services (ts) to discuss elevated power consumption and an unexpected reduction in battery longevity from this implantable device. Ts reviewed the provided device data and confirmed that the power consumption of this device was increasing, resulting in the clinically observed premature depletion. Ts recommended device replacement or a longevity re-assessment within 90 days. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a nurse contacted boston scientific technical services (ts) to discuss elevated power consumption and an unexpected reduction in battery longevity from this implantable device. Ts reviewed the provided device data and confirmed that the power consumption of this device was increasing, resulting in the clinically observed premature depletion. Ts recommended device replacement or a longevity re-assessment within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a nurse contacted boston scientific technical services (ts) to discuss elevated power consumption and an unexpected reduction in battery longevity from this implantable device. Ts reviewed the provided device data and confirmed that the power consumption of this device was increasing, resulting in the clinically observed premature depletion. Ts recommended device replacement or a longevity re-assessment within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.